Event description:
Pt diagnosed with chondrosarcoma of left chest wall in 1997. Reconstruction with gore-tex soft tissue patch followed surgery involving resection of 5-12th ribs, left lower lobe, diaphragm & oblique muscles. Cancer recurred 7/2005 requiring resection of ribs 1-12, entire left lung, spleen , abdomen wall muscles, interoperature brachytherapy and reconstruction with marlex mesh. An add'l gore-tex soft tissue patch was placed in lower chest and flank over the marlex mesh. Later on, elective surgery to repair a gastric hernia was performed which revealed a pus pocket. Pt was treated with antibiotics yet continued with drainage. Microbiological cultures were sterile. Repeat surgery in 2006 revealed the gore-tex patch "swimming" in the drainage material. Analysis of the fluid showed again sterile culture and gram stain. The pt remains in stable condition.